Manufacturer narrative:
The PMA number for the edwards sapien transcatheter heart valve is p110021 and the PMA number for the edwards sapien xt transcatheter heart valve is p130009. The device was not available for evaluation. Bleeding is listed in the instructions for use (IFU) as a potential risk associated with the tmvr valve in valve procedure. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors for the bleeding could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article "transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves an 8-year single-center experience¿, a total of 73 patients with aortic (42 patients) and mitral (31 patients) bioprosthetic valve dysfunction underwent transcatheter valve in valve implantation between april 2007 and december 2013. Edwards balloon-expandable transcatheter valves were used at a single center. The first-in-human aortic and mitral valve in valve implantations were performed by the implantation of 23mm and 26mm cribier-edwards equine valves, respectively, using a transapical approach. In all subsequent cases, bovine edwards sapien and sapien xt valves were implanted through either a transfemoral or transapical approach. Transapical access was the only approach that was used for mitral valve in valve implantation. Six patients presented major bleeding (defined as requiring packed red blood cells = 2 to 3u) in mitral valve in valve patients. Reference: ye et al. Transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves, an 8-year single-center experience. Jacc: cardiovascular interventions vol. 8 no. 13, 2015.

Manufacturer narrative:
This is five of eight manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-01272, 2015691-2018-01264, 2015691-2018-01265, 2015691-2018-01266, 2015691-2018-01268, 2015691-2018-01271, 2015691-2018-01270.